Manufacturer narrative:
Per the tandem user guide, "only use u-100 humalog and u-100 novolog with your pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the intermittent alarms occurred prompting the customer to change the cartridge. There was no reported impact to customer's blood glucose level. Reportedly, the customer was using fiasp insulin. Tandem technical support educated the customer on cartridge/insulin usage. Customer declined further troubleshooting with tandem technical support.